Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2012 and mesh was used. The patient experiences pain, urinary problems, infections, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/3/2016. (B)(4). Additional information: age/date of birth, other relevant history. It was reported that following insertion the patient experienced vaginal discharge, infection, dyspareunia and urinary frequency.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2010 and a sling was implanted. The patient reportedly had immediate postoperative pelvic hematoma and pain. A CT scan of the abdomen and pelvis revealed a 6 cm collection of blood adjacent lo the bladder on the left side with no evidence of any bladder, ureteric or bowel related complication. The patient remained hospitalized until (B)(6) 2010 for pain control, at one point found to be unresponsive and "code blue" was called on (B)(6) 2010, although she did not require resuscitation. On (B)(6) 2011, the patient underwent a perineal body reconstruction; and did an incision and drainage for an ischiorectal fossa abscess on (B)(6) 2011. (B)(4).